Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01551, 3005168196-2017-01552, 3005168196-2017-01553, 3005168196-2017-01554, 3005168196-2017-01555, 3005168196-2017-01556, 3005168196-2017-01557. The device is not available for return.

Event description:
On (B)(6) 2017, the patient underwent a successful coil embolization procedure to treat a pseudoaneurysm in the inferior vena cava using ruby coils. There were no reported issues during the procedure. However, during the same week, the implanted ruby coils migrated out of the pseudoaneurysm and into the pulmonary arteries. Therefore, the patient underwent surgery to remove the ruby coils. Following the surgery, the patient was doing well. There was no report of an adverse effect to the patient. Please note that the exact date of event was not provided; however, additional information indicated that the surgery occurred the same week as the coil embolization procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01:3005168196-2017-01550. 1. Section b. Box 3. Date of event. This report is associated with MFR report numbers: 1. 3005168196-2017-01551, 2. 3005168196-2017-01552, 3. 3005168196-2017-01553, 4. 3005168196-2017-01554, 5. 3005168196-2017-01555, 6. 3005168196-2017-01556, and 7. 3005168196-2017-01557.